Manufacturer narrative:
A ge service representative performed an onsite investigation. A cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the c-arm position was changed, the live monitor became black. No pt injury or death was reported.